Event description:
Medline infant anesthesia mask size 1 would not inflate, there was a large defect in the mask, a hole in the mask cuff. Opened another mask to use, infant needed CPAP following a scheduled repeat c/s. Product concern.